Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display was noted. The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test due to partial display. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). It is noted the pump alarmed 3 failed battery test alarms on (B)(6) 2024 at 16:51:06.000 to 16:51:46.000. Pump alarmed a pump error 24 alarm on (B)(6) 2024 at 16:53:00.000. Pump alarmed 2 pump error 68 alarms on (B)(6) 2024 at 16:55:09.000 and 17:02:26.000. Pump alarmed 2 pump error 49 alarms on (B)(6) 2024 at 16:55:09.000 and 17:02:26.000. Pump alarmed 2 pump error 23 alarms on (B)(6) 2024 at 16:55:51.000 and 17:03:20.000. The three previously mentioned battery alerts were expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, also found a cracked lcd controller on pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 68, pump error 49, and pump error 23 were not confirmed during testing. Exposed to moisture was confirmed found on the battery tube, and electronic assembly. Pump error 24 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Partial display was confirmed during testing due to a cracked lcd controller on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68, pump error 24, exposed to moisture, pump error 49, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported critical pump error 24 , the pump was exposed to moisture ,error table indicated that pump should be replaced due to recurrence of error or pump failed self test. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.